Event description:
Customer reported the a5 anesthesia system had a system leak which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives tightened the canister water trap and resolved the issue. Performed all functional and safety checks and unit was returned to service.